Manufacturer narrative:
The reported field event of a short eri to eos margin was confirmed in the laboratory and was caused by premature battery depletion. Based on the available parameter and usage information a longevity calculation was performed and was found to be below the expected limits. The original battery was returned to the vendor for further evaluation and analysis could not conclusively determine a root cause for the premature battery depletion.

Event description:
It was reported that the asymptomatic patient presented to clinic after receiving a patient notifier for normal eri. Upon interrogation, a short margin between eri and eol was observed. Device was explanted and replaced. Patient condition was fine after the procedure.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.